Event description:
A customer reported experiencing a cartridge alarm during the administration of a correction bolus via their insulin pump, with their blood glucose level displaying as "high." There was no adverse impact to the customer's blood glucose level. In response to the issue, technical support decided to replace the pump as it was still under warranty and advised the customer about the necessary steps to return the malfunctioning device. The customer was informed they would receive a pump with updated software and acknowledged the instructions for programming their settings into the new pump, connecting their cgm, and returning the faulty pump within ten days to avoid being charged.